Manufacturer narrative:
The technician found signs of fluid on the siderail ucm boards and there were no gaskets in the siderails. The technician replaced the ucm boards and gaskets to repair the bed.

Event description:
Info received indicates the bed has no functions working from the left or right caregiver siderail controls.